Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient's underlying heart function was noted to be poor and that circulatory collapse could occur at any time. According the pre-operative computed tomography (CT) and medtronic valve selection principles, a 26 millimeter (mm) valve was selected. After balloon pre-dilation, the annular calcification was noted to be heavier than the CT had showed and the annular diameter was also smaller. Therefore, the 26 mm valve was switched out with a 23 mm valve. During the implant, it was noted that the 23 mm valve frame was "squeezed" by calcification and was kinked. The implanting physician requested the valve be replaced with a different 23 mm valve. The second 23 mm valve was implanted. No adverse patient effects were reported.